Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose level was low (58 mg/dl) due to a combination of customer taking metformin and the pump basal rate was too high. Customer addressed the low blood glucose by eating a granola bar. Reportedly, customer consulted with healthcare provider regarding basal rates and metformin treatment.